Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer removed the battery for five minutes, but the customer was still unable to clear the alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he was sleeping prior to the alarm and may have been sweating. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. No moisture damage electronic assembly.